Event description:
Customer's husband reported blood glucose results of lo, which on the compact plus system indicates a result less than 10 mg/dl, and 132 mg/dl within 10 minutes on the compact plus system. Customer does not get an adequate sample. Reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.